Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, and the information provided it is confirmed that foreign material adhered in light guide lens, however, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and despite three attempts to obtain information of cleaning disinfection and sterilization (cds) steps, the user did not respond. Therefore, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures incf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on light guide lens. There were no reports of patient involvement.